Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the q/r port numbers were switched. The ae title was then changed on the navigation system to match the imaging system ae title. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, that exams acquired with a medtronic imaging system would not transfer to the navigation system. The site attempted to manually push the exams to the navigation system and the transfer failed. The site attempted to use other network cables and this did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.